Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the color bar being displayed could not be identified. However, it¿s likely the cause is related to the maj-1430 (scope cable) not being connected when the 190 series scope was used. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Technical support informed the reporter that a video scope cable, olympus, model maj-1430, was necessary in order to connect the scope, olympus model cf-h180al to the olympus, model cv-190. Upon connecting the scope to the video cable and then to the cv-190 socket, the image appeared and the problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that upon connecting an olympus, model cf-h180al scope, to the olympus, model cv-190, evis exera iii video system center, only color bars were displayed. There was no patient injury, associated with the problem, reported to olympus.